Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the medications were infused quicker than expected and is usually an end user issue. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.